Manufacturer narrative:
A ge representative evaluated the system and re-tapped the isolation transformer to match the incoming voltage from the customer's power supply. The system operates as intended.

Event description:
The customer reported, the system sounded an alarm when plugged in, and would not boot up. No patient injury was reported.